Event description:
During a remote follow up, it was noted the device had reached elective replacement indicator (eri) sooner than expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. Analysis of device image revealed high current drain. The high current condition could not be reproduced during analysis, which is consistent with hardware latch-up anomaly. A longevity calculation was performed and found the battery depletion was premature based on the device usage.